Event description:
A report was received that the patient had high impedances and loss of stimulation. The patient underwent a revision wherein the lead was noted to be fractured and nearly severed, so it was then replaced. The patient did well postoperatively.

Manufacturer narrative:
Product sc-2316-50, sn (B)(4): the complaint has been confirmed. Visual inspection revealed that the distal array was separated from the lead body and it was not returned. The root cause of the damage is unknown. Product sc-3400-30, sn (B)(4): visual inspection revealed that the lead bodies were cleanly cut 9 inches from the connector. The proximal portions of the lead were not returned. This kind of damage is a result of a typical explant procedure and it is not considered a failure. Device evaluation indicated that the lead passed electrical, mechanical and photographic imaging tests performed.

Event description:
A report was received that the patient had high impedances and loss of stimulation. The patient underwent a revision wherein the lead was noted to be fractured and nearly severed, so it was then replaced. The patient did well postoperatively.